Manufacturer narrative:
Conclusion: customer declined repair for this unit due to cost.

Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use; therefore, there was no pt involvement or harm. The field service engineer contacted customer to setup service/repair, but the customer declined service/repair on this unit due to cost. No further info available.